Manufacturer narrative:
(B)(4) date sent to the FDA: 09/06/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: initial procedure date timeline of events? (B)(6) 2016. What additional reoperation was required? Yes. I&d, poly swap, wound vac on (B)(6) 2016, followed by I&d, gastroc flap on (B)(6) 2016, plastic surgeon. Do you have any pictures of the reaction? Yes. Did the skin reaction extend beyond the borders of the tape? Yes. Is the product or representative sample (product from the same lot number) available for evaluation? Hospital product. No. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No. How was the knee positioned during prineo application? 90 degrees. Please describe how the adhesive was applied on the tape? One coat. Mesh fully coated just beyond edges. Was the mesh placed over the entire length of the incision? Yes. Did the prineo mesh extend beyond the patient incision? Yes. At least 1 cm. What was used to remove the prineo? Forceps. What skin prep was used prior to prineo use? Hibiclenz, alcohol. Was the skin prep allowed to dry prior to prineo mesh application? Yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Chloraprep and loban during surgery, then washed with betadine before applying mesh. Yes. How large of an area does the reaction cover? 2-3cm. Was the site cultured? If so, what bacteria were identified? Yes. Septic, enterococcus faecalis is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? None. What is the most current patient status? Still in hospital. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4, abd wound dressing, bias bulky dressing. Lot number involved? Trying to get lot from hospital purchasing. History of present illness: patient returned for wound check on (B)(6) 2016. She was having problems with blisters. Referred her to plastic surgeon. He has been treating with some santyl and dressing changes. Physical examination: (B)(6) 2016: physical exam revealed an elderly female in no acute distress. Left knee has surgical incision. Superiorly, it is healing nicely. Over the patella, there appears to be a partial-thickness skin slough. From the inferior pole of the patella laterally in about a 2-3 cm strip, she has significant skin compromise. Procedure: knee cleansed with hibiclens and alcohol, anesthetized the lateral aspect of the knee away from any erythematous or questionable tissue. Aspirated the knee joint of 6cc of slightly cloudy yellow-red fluid. Sent for aerobic culture x 2, cell count and differential. Then lavaged her with the 20cc of marcaine, pulled that back out and injected her with marcaine 10cc and exparel 20cc. Neosporin ointment was applied to her skin areas followed by xeroform with a bulky dressing. I&d, poly swap, wound vac (B)(6) 2016; I&d gastroc flap (B)(6) 2016. What is the physicians opinion of the contributing factors to the reaction? Within three months of adding prineo to his procedures, he¿s sent 8 patients for referral to a plastic surgeon for blistering and/or necrosis. Although some blistering occurs with the peri strips he used prior to using prineo, he feels that the blistering is occurring more often since. Of those 8 referrals, two had to be reoperated on and one was positive for infection. He wants to understand potential variables involved that may have led to these outcomes. Recognizes patient medical history, i.e., diabetes, thin skin may have been contributing factors. For female patients ¿ was the patient exposed to similar products, such as artificial nails? Unknown.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2016 and the topical skin adhesive was used. Following the procedure, the patient experienced severe blistering and skin reaction extended beyond the borders of the tape. The patient was referred to the plastic surgeon and was treated with santyl and dressing changes. The physical exam on (B)(6) 2016 revealed no acute distress, a left knee has surgical incision and was healing nicely. Over the patella, there appears to be a partial-thickness skin slough. From the inferior pole of the patella laterally, the patient has significant skin compromise. There was tissue damage and necrosis present and the patient required a flap procedure post-op. The knee was cleansed with hibiclens and alcohol and the lateral aspect of the knee was anesthetized away from any erythematous or questionable tissue. Cloudy yellow-red fluid was aspirated from knee joint and sent for aerobic culture, cell count and differential. The enterococcus faecalis bacteria was identified. Then lavaged the patient with 20 cc marcaine, pulled that back out and injected her with marcaine 10cc and exparel 20cc. Neosporin ointment was applied to her skin areas followed by xeroform with a bulky dressing. I&d, poly swap and wound vac were performed on (B)(6) 2016 and I&d with gastroc flap on (B)(6) 2016. Currently , the patient is still in the hospital. The surgeon opines that diabetes and thin skin may have been contributing factors.